Manufacturer narrative:
(B)(4). The actual sample, along with a representative sample, was returned and sent to the manufacturing site for investigation. The manufacturing site reports "actual sample was received for investigation. The pilot balloon on the check valve area was tear. Based on manufacturing process, all devices are inspected, and reviewed, at multiple points and shall be detected during inspection. Furthermore, the information from complaint that the defect was identified after autoclaving. Potential this would be happen during this process. Reprocessing is critical to the usage and properties of the device, no matter temperature settings, holding time or washing agents or add on reprocessing I washing I brushing measures on the device. Additionally, as per instruction of use (/fu), careful handling is essential. The device is made of medical-grade silicone which can be torn or perforated. Avoid contact with sharp or pointed objects at all times."

Event description:
It was reported that "the [doctor], did an awake intubation yesterday, and after placing the tube, the injection port on the pilot tube to the cuff, was found to have a defect". It further states that "we are using these as single use (since the disposable version was discontinued) but they arrive in packaging that says 'autoclave before use', so they have all been sent to be sterilized before use". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "the [doctor], did an awake intubation yesterday, and after placing the tube, the injection port on the pilot tube to the cuff, was found to have a defect". It further states that "we are using these as single use (since the disposable version was discontinued) but they arrive in packaging that says 'autoclave before use', so they have all been sent to be sterilized before use". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.